Manufacturer narrative:
The subject device was returned to olympus medical system corporation for evaluation. The evaluation confirmed that the probe broke down at 11.5 mm from the distal end. The fracture surface showed black discoloration. The manufacturing history was reviewed, with no irregularities noted. Based on the evaluation and the past cases with the same model, it is highly likely that the physician activated the ultrasonic output while the subject device was grasping a hard tissue such as born and the heat stress applied the probe and as a result the probe cracked. Consequently, the probe broke due to the stress by placing on the table physically. Based upon the finding of the evaluation, this report appears to be related to user handling.

Event description:
During a procedure the probe tip broke off on the instrument table. There was no patient harm reported.